Event description:
It was reported that the patient had high impedances on both leads. The left lead was confirmed fractured by x-ray. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the left lead broke upon explant and was left partially implanted.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.